Manufacturer narrative:
"The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact. There was no lifting or peeling observed. The "up/down" keypad button is intermittently responding during testing. The "ok" keypad button required excessive force to activate during testing. The "contrast" keypad button is responsive to user inputs and clicks and springs back normally. The keypad was removed for further investigation. During a visual inspection, the "up/down" key contacts are misaligned, and the "up/down/ok/contrast" key contact click and spring back normally when pressed. There was evidence of keypad adhesive found under all key contacts."

Event description:
The lay-user/pt alleged that the button on the keypad does not respond. During troubleshooting, the ok and arrow buttons were not responding. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.